Event description:
There was an allegation of questionable hiv results with the cobas® mpx - 192t assay with external quality control samples tested on the cobas 5800 analyzer. The samples are from the same production lot and are expected to generate the same result. Sample 1 (B)(6) 2026): the initial result was reactive for hcv on the cobas 6800 analyzer. Sample 2 (B)(6) 2026): the initial result was reactive for hcv and hiv on the cobas 5800 analyzer.

Manufacturer narrative:
The serial number of the 5800 analyzer is (B)(6). The serial number of the 6800 analyzer was not provided. The investigation is ongoing.